Manufacturer narrative:
A sample from the patient was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable values for two samples from the same patient tested with elecsys anti-hcv ii. The first complained sample (sample 3) was tested on two cobas 8000 e 801 module analyzers. The second complained sample (sample 4) was tested on an unknown roche analyzer. The sample results were reported outside of the laboratory. On (B)(6) 2022, a first sample collected from the patient was tested using the abbott alinity hepatitis c method, resulting in a value of 3.83 s/co (reactive). On (B)(6) 2022, a second sample collected from the patient was tested using the abbott real time hcv viral load quantification method, resulting in a value of 5311136 iu/ml (6.72 log). On (B)(6) 2022, a third sample collected from the patient was tested using the elecsys anti-hcv on the first e 801 analyzer, resulting in a value of 0.0439 coi (non reactive). This sample was repeated on a second e 801 analyzer on (B)(6) 2022, resulting in a non-reactive value. On (B)(6) 2022, a fourth sample collected from the patient on (B)(6) 2022 was tested on an unknown roche analyzer on (B)(6) 2022, resulting in a value of 0.045 coi (non reactive). On (B)(6) 2022, a fifth sample collected from the patient was tested with the cobas hcv pcr viral load/hcv pc quantitative kit, resulting in a value of 1400000 iu/ml (7.15 log). On (B)(6) 2022, a sixth sample collected from the patient was tested using the riba anti hcv- immunoblot 3rd generation method, resulting in the following: conclusion: indeterminate core: negative ns3-1: 3+ ns3-2: negative ns4: negative ns5: negative. On (B)(6) 2022, a seventh sample collected from the patient was tested twice on the second e 801 analyzer, resulting in values of 1.27 coi (reactive) and 1.22 coi (reactive). A serial number of the first e 801 analyzer is (B)(4). It was asked, but it is not known what the serial numbers were for the second e 801 analyzer or unknown roche system. Sample 3 was tested using elecsys anti-hcv reagent lot 58750101, with an expiration date of 30-nov-2022. Sample 4 was tested using elecsys anti-hcv reagent lot 587906. The expiration date for this lot was requested, but not provided.

Manufacturer narrative:
The serial numbers of the e 801 analyzers have been confirmed as follows: first e 801 = serial number (B)(6). Second e 801 = serial number (B)(6). No samples from the patient were available for investigation. Calibration and control data were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.